Event description:
It was reported to boston scientific corporation (bsc) that a passport balloon dilatation catheter was used during a procedure on (B)(6) 2012. According to the complainant, during the procedure when the passport balloon was placed in the patient, the balloon would not inflate and failed to hold pressure. It was unknown if there was any difficulty inflating, a hole in the balloon or any fluid loss. A second passport device was requested but ended up not being opened. The case was completed but not with another of the same device. At the conclusion of the procedure there was no adverse effects or patient complications due to this balloon failure. The event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction of catheter shaft kinked. Follow up with the complainant concluded it is unknown whether or not the catheter shaft was kinked prior to shipping back to bsc for product analysis.

Manufacturer narrative:
(B)(4) shaft kinked. A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual evaluation revealed that the balloon material was fully deflated. The distal tip of the device was kinked. Other slight kinks were noted along the working length of the device. A bend was noted in the shaft of the device at approximately 50mm distal to its proximal end. It was noted that the epidural assembly was attached correctly to the shaft. An attempt to inflate the balloon to its rated burst pressure (rbp) of 8.5 atmospheres (atm) failed due to a pinhole located in the distal transition zone. The root cause classification of this investigation is operational context.